Manufacturer narrative:
Patient age and date of birth unavailable from facility. Patient weight unavailable from facility. Device lot number and expiration date unavailable from facility.

Event description:
Lead extraction procedure. The patient had very hard, presumably calcified (per md), scar from the subclavicular level down to the svc/ra (superior vena cava/right atrium) junction. First, a glidelight device was used but could not advance so a tightrail device was used to advance approximately 1 cm but then got stuck. The md then used a tightrail mini device which progressed to the svc. At this point, the patient experienced arrythmias and was noted to be bleeding. Rescue efforts commenced immediately. An svc tear was identified. Tear was repaired, and patient survived procedure.

Manufacturer narrative:
Device 510k number has been corrected to reflect the most current and up to date number, as of the date of the initial report.